Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400-500 mg/dl due to the non-tandem infusion set site leaking insulin. A bolus was delivered; however, bg did not lower. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with the issue resolved and with no permanent injury. Reportedly, customer changed the infusion set. Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information.